Event description:
The surgeon attempted to implant a lens but it became stuck in the cartridge prior to being inserted. There was no pt contact or injury. The nurse stated it was unk if the lens was damaged or why it became stuck. An msi-tr injector and mtc60c fp cartridge were used but the nurse was unable to recall the lot numbers.